Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported the interstim was very helpful at the beginning and felt like being in heaven where they could sleep 5-6 hours but very quickly it came back to the point that it did not help them at all in about 3-4 months after implant. The patient had it removed 2 weeks ago because they were not satisfied and had so many problems and did not want it so the doctor removed it for them. Transferred the patient to patient registration services to update registration records.